Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device identified a red alert for high, out of range shock impedance. Additionally, there was an episode in which five inappropriate shocks were delivered. A boston scientific technical services reviewed the stored data and found error codes for long charge time and static template lost. The consultant explained the error codes and instructed the caller to end the session and send in the data for analysis. It was explained to the caller that device function cannot be guaranteed at this point. No adverse patient effects were reported.